Event description:
It was reported that "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned and the trigger was not engaged. The stapler was returned with 40 staples remaining in the cover block. Evidence of use in the form of biological material was not present on the device. A functional inspection was performed on the sampler by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fired into the air properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin. During the firing into the skin pad multiple fires resulted in the trigger getting stuck in the frame or the trigger having to be forcefully pressed to fully engage it and form the staple. The stapler was disassembled, and it was discovered that the frame had excess material inside where the pawl engages to be reset and release the trigger. Minor die casting anomalies were discovered on the forming tool. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based on the received sample. Upon functional inspection, all staples fired, but on multiple fires it was observed to result in the trigger getting stuck in the frame. The device was disassembled, and it was discovered to have excess material on the inside of the frame, resulting in difficulty firing. The manufacturing site was contacted, and it was determined to be a supplier quality defect. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".